Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that several pockets were found to be unable to recover. A field service engineer logged on as cf support and verified the issue. Assisted the client with removing meds and pockets. Downed the device, obtained keys, and re-seated all connections to drawer 2.2. Verified the drawer opened and closed properly. Checked each pocket, and all were working correctly. Assisted the client with installing new pockets and loading medication. There were no delays in dispensing medication during the outage. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed to open. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.